Event description:
It was reported that the device will deliver approx 30 joules when selecting 200 joules. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control recommended customer trying calibration. The customer indicated that they will contact physio-control if after calibration, ther is still a problem. Physio-control also provided customer with the part number and ordering info for the defib storage capacitor. After several subsequent attempts to contact the customer to confirm resolution, no response appears to be forthcoming. The root cause for the reported failure cannot be determined.